Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type ia endoleak was observed during the index procedure due to the aortic body stent graft being positioned below the intended landing zone, placing the sealing rings in a location outside the treatment range for the device. The endoleak could not be resolved with initial ballooning with a compliant balloon. The balloon was re-positioned proximal and inflated, and following ballooning, a rupture of the aorta was observed. A balloon expandable stent was placed which successfully resolved the rupture. The patient returned for a post-operative CT six days post-implant presenting with an aortic rupture in the same location identified during the index procedure. The patient was converted to open surgical repair on the same day and expired during the surgical procedure due to excessive blood loss.

Manufacturer narrative:
(B)(4). Device not released from the hospital.